Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Copper depletion [blood cooper decreased]. Excess zinc [blood zinc increased]. Profound and permanent physical injuries [injury]. Case description: an attorney reported that their client, an adult female now age (B)(6), used fixodent denture adhesive, version unknown cream on dentures she received eight years ago, unspecified total daily use beginning 2002, and reported the following: profound and permanent neurological injuries, diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, profound and permanent physical injuries/other injuries that have left her consistently using a cane and unable to perform her normal, customary and daily activities. Their client discontinued use of fixodent after she was diagnosed with neuropathy. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/resolved. Paste medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therfore, unable to proceed with batch retain testing or product investigation. Suspect medical device: fixodent denture adhesive, version unknown (calcium zinc gantrez salt 33%, cellulose gum 20%) cream 1applic.